Manufacturer narrative:
The physician could not palpate the sensor before the removal procedure; thus, he used the transmitter and ultrasound to help locate the sensor. However, the hcp could not successfully remove the sensor. The next attempt will be made in 6 months.

Event description:
On august 31, 2023, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the user's arm on the first attempt.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. Since the user was not responsive the complaint could not be confirmed. B4. Date of this report 09 june 2024. D4. Primary unique device identifier (UDI) number updated to (B)(4). G3. Date received by the manufacturer? 09 june 2024.